Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the dfm100 device indicating that a shock was given by charging it with 150 j in manual mode on the doctor's order, but this was not recorded in the ECG. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.